Event description:
It was reported that during a total hip arthroplasty procedure in 2007, the laser weld on the inserter fractured. Fragment fell into the incision site and was removed.

Manufacturer narrative:
No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Eval of returned device confirmed laser weld fractured.